Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a thrombus was discovered during impella rp support. Coinciding with the noted thrombus, the optical signal became unreliable and flows in the pump decreased. A tpa protocol was initiated to treat the thrombus. Support with the pump remained ongoing following the intervention.

Manufacturer narrative:
The investigation for the optical issue and thrombus has been completed. Data logs were reviewed which showed that there is a motor current spike followed by snr drops to 0, contrast decreases, and lamp and gain increase. Light remains relatively stable. 5.5 hours into the case, data logs show a potential ingestion event (motor current spike, slight ps upwards shift, and speed deviation) followed by a drop in flows which eventually recover. The device was not returned for evaluation. The root cause of the optical signal issue was not determined since product was not returned. The root cause of the low flow was most likely biomaterial. The instructions for use for impella rp with smartassist system-section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ added- h6 impact code 4644, h6 component code 925 added- d6a/d6b. D4-updated model number. Added h6 med dev prob code 2917.